Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with failed battery test, battery out limit alarm and blank display. The customer's blood glucose level was reported to be 77.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display the lcd board tested ok. The currents are within specifications and rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected failed battery or battery out limit. The insulin pump had minor scratched lcd window, cracked near the display window corners, broken belt clip slot and cracked reservoir tube lip.